Manufacturer narrative:
The procedure was a bilateral kissing iliac stent procedure and it is unknown which lot number was used on which side (lot # 10889257 or 10886438). Awaiting the return of the device for evaluation. A follow-up report shall be submitted upon the completion of the evaluation.

Event description:
Procedure: bilateral iliac kissing stents. The placement of the balloon catheter of the v12 was successful on both sides, 7fr 25cm terumo sheath was passed through to the aorta and withdrawn to leave v12 insitu pre-inflation. Balloons were inflated and stent/s were successfully deployed. Right iliac stent was well opposed to vessel wall, balloon inflated to 12atm (on both sides) and r balloon appeared to deflate suddenly. Aspirated with 10ml syringe in-order to relax the balloon, was drawing blood back indicating there was no pressure on the balloon. He then attempted to withdraw balloon, it was caught on sheath and became stuck. Hub of v12 catheter came off when pulling on balloon when attempting to withdraw it back into sheath. Decision made to completely remove the right sided sheath and balloon as one unit. New sheath was placed into right side and v12 flared at proximal and distal ends to 12.7mm with foxcross 12 x 40mm balloon. Successful outcome, patient had pain during procedure which settled once procedure was completed. Hospital reported balloon of v12 had longitudinal tear evident through part of balloon. No evidence of leak through ptfe stent wall following stent deployment.